Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR's # 1225714-2014-00073 and 1225714-2014-00074.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.